Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 00:19:53. During night drain cycle four, the patient's ultrafiltration (uf) reading was 912ml, indicating the home patient (hp) drained 912ml more than their maximum programmed fill volume of 1200ml. Upon further investigation, the uf reading was added into the uf reading for drain cycle four due to the patient going into a manual drain and ending therapy before the end of drain five. The drain volume of drain cycle four was 1155 ml, which does not meet iipv criteria. However, the drain volumes for the multiple manual drains during dwell five were found to total 2164 ml, which does meet iipv criteria. No additional information is available.